Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was high since yesterday. The customer treated with the insulin pump but his blood glucose did not decrease; the customer changed the infusion set but insulin pump therapy still did not decrease her blood glucose. The patient's blood glucose at the time of incident was 413 mg/dl. The customer treated with manual insulin injections. Troubleshooting did not occur since the customer did not feel well enough to troubleshoot; the customer was also about to leave to (B)(6) for a month and she did not feel comfortable with the insulin pump. The customer was advised to change the entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump may be returned for analysis since the insulin pump is out of warranty and the customer will receive a loaner insulin pump.